Event description:
It was reported, that the cuff would not remain inflated during insertion of the trach tube. This was the second attempt resulting in leaks of the cuff. An additional device was pulled, pre-tested, and the pt was re-intubated. There were no further problems detected. There was no reported pt injury and/or change in therapy. The reported device(s) were returned to the MFR and forwarded to the analytical lab for decontamination, analysis and investigation.